Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of right ventricular (rv) lead capture. The patient was being left ventricular (lv) paced at high outputs during this time. Subsequently, the patient underwent a revision procedure and were downgraded to a pacemaker only system. The rv lead was surgically capped and abandoned and the crt-d was explanted. No additional adverse patient effects were reported.